Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for separates, needle stick & harm. H3 other text : see h.10.

Event description:
It was reported that during use the needle separated from the hub and the entire needle was lodged in consumers thumb with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported by the consumer that the needle separated from the hub and lodged into his thumb, the entire needle was in his thumb resulting in the consumer having surgery to have the needle removed. Additional information provided: consumer reported back in (B)(6) of 2019, when he removed the shield from a short pen needle, the needle only, separated from the hub and got lodged in his thumb; stated it was as though the needle was "spring loaded" because it shot forward. Stated the entire needle was in his thumb, there was no piece of needle remaining in hub. Stated: he waited until (B)(6), hoping the needle would make its way out of his thumb but instead, it developed a callus and became uncomfortable. Stated he went to hospital, surgery was performed by hand surgeon and needle was removed. Does not have any product to send back, does not have needle that was removed from his thumb. Stated he would try to locate the box.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, the needle separated from the hub and the entire needle was lodged in consumers thumb with an unspecified bd pen needle. The following information was provided by the initial reporter: it was reported by the consumer that the needle separated from the hub and lodged into his thumb, the entire needle was in his thumb resulting in the consumer having surgery to have the needle removed. Additional information provided: consumer reported back in (B)(6) 2019, when he removed the shield from a short pen needle, the needle only, separated from the hub and got lodged in his thumb; stated it was as though the needle was "spring loaded" because it shot forward. Stated the entire needle was in his thumb, there was no piece of needle remaining in hub. Stated: he waited until (B)(6), hoping the needle would make its way out of his thumb but instead, it developed a callus and became uncomfortable. Stated he went to hospital, surgery was performed by hand surgeon and needle was removed. Does not have any product to send back, does not have needle that was removed from his thumb. Stated he would try to locate the box.